Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probes was returned for evaluation. Upon visual evaluation, the biopsy probe appeared to be clean and it was noted that the foreign material appeared on the tip of the aperture and a black residue in the cutter area. Therefore, the investigation is confirmed for the identified foreign material issue and material fragmentation. No other anomalies were identified. The definitive root cause for the identified foreign plastic fragments and material fragments could not be determined. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 10/2021), g3. H11: h6 (method, result and conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that the device allegedly found foreign material and material fragmentation during sample evaluation. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 10/2021).

Event description:
It was reported that the device allegedly found foreign material and material fragmentation during sample evaluation. There was no patient contact.